Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission showed noise on the ventricular channel of the pulse generator. No intervention was reported. The patient is fine and would continue to be monitored.